Manufacturer narrative:
Evaluation complete: the tip p/n#ttns3.00e4-1200; lot#110817; s/n# (B)(4). On (B)(6) 2018 at 10:41:26 pm tip was used for 996 treatments. Tip passed flow, thermistor testing. No leak test or functional test was performed. Tip failed visual testing due to dielectric breakdown. Further investigation is underway.

Event description:
The user facility reported the doctor smelled burning after 996 reps during thermage treatment. Additional information: no adverse reaction occurred to the patient.

Manufacturer narrative:
During evaluation of the treatment tip, service found dielectric breakdown of the tip membrane. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first- and second-degree patient burns associated with breakdown of the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. Breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual (p009240-04 rev. A) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of damage to the membrane, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. Solta also reiterates the importance of clinician attention to treatment error messages provided by the system, in particular messages indicating underforce and lifting irregularities. As with all thermage systems, ensuring perpendicular contact between the handpiece and skin is critical. A review of the manufacturing records showed all requirements were met. No patient injury occurred during treatment. During evaluation of the treatment tip, service found dielectric breakdown of the tip membrane. It is unknown how dielectric membrane occurred on the treatment tip. Trending will be performed to monitor this issue.